Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence. During procedure, two pinhole leaks in the cuff were identified. The device was removed and replaced with a new aus system. There were no patient complications.